Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with cracked reservoir tube lip, cracked case (battery tube), and cracked battery tube threads. No cracks noted at retainer ring. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.